Manufacturer narrative:
H10. Device code c53269 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The issue was resolved as the ins was replaced on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient does not think the patient programmer (pp) was working. During the call, the patient was assisted with using the pp, which was working as designed. Poor communication was experienced due to moving the pp prior to connection but resolved by attempting communicating again. The patient was having trouble walking right now. They stated the issue began last night but more and more since this morning. During the call, the pp indicated off, elective replacement indicator (eri). The patient states they turned therapy off this morning when they were messing with the pp. Eri considerations were reviewed and they stated the healthcare provider (hcp) told the patient the implantable neurostimulator (ins) was nearing eri and the message was anticipated. They asked how to turn therapy back on. When therapy turned back on, the patient stated they got shocked, but was subsiding. They requested assistance with adjusting the ins. The settings were: 3.60 (l) and 3.70 (r). Lower limit was reached on 3.60 on left, but increased to 3.70 during call. The patient made a comment "I think I got shocked" and the patient confirmed they were okay. The ins indicated 2.59v. They were redirected to their hcp and the patient has appointment later this month.